Manufacturer narrative:
It was reported that sensor broke during the removal process on (B)(6) 2026. The sensor pieces were retreived successfully but were discarded by hcp. No images were provided either. Thus, no confirmation or further investigation of the complaint was possible. The potential root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion site may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where a sensor broke during removal on (B)(6) 2026. All pieces of the sensor were successfully retrieved. However, the sensor was disposed of, though a photo will be provided. The user is reportedly doing fine after the event.